Event description:
Alleged the head casters continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician investigated and found the weld on the bracket that holds the brake steer rod was broken which did not allow the brake steer rod to engage the caster. The technician installed a brake/steer bracket to repair the stretcher.